Event description:
According to the available information, an internal fragment was found during the placement of the jj stent. There was no impact on the patient. The jj stent remained in place and the fragment was preserved.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.